Manufacturer narrative:
Additional information was received on 29-jan-2025. It was reported that the physician's opinion on the cause of the adverse event was the procedure. The procedural activated clotting time (act) was above 300. Only two (2) ostial applications of ablation were performed on the left common pulmonary vein (lcpv) prior to noting the pericardial effusion. There was no evidence of steam pop. There was no error message observed on biosense webster equipment during the procedure. The correct catheter settings were selected on the generator and there were no issues with flow rate change at the start of ablation. The intervention provided were pericardiocentesis and cardiac surgery. The patient fully recovered; however, required extended hospitalization for postoperative care. As such, h 6. Health effect - impact code has been updated and the code of hospitalization or prolonged hospitalization (f08) was added. Patient information was provided; therefore, section a was updated. The concomitant product section was updated based on additional information received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced cardiac tamponade that required cardiothoracic surgery. During the procedure, the patient's blood pressure dropped and cardiac tamponade was found on the appendage. The physician's assumption was that it happened during the manipulation of the varipulse catheter around the left veins and appendage. All catheters were taken out and the patient was taken to cardio surgery.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).